Manufacturer narrative:
(B)(4). Date sent: 12/7/2017. Batch # p5660g. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of the batch and lot.

Event description:
It was reported that during an unknown surgery, the cartridge was detached from the device at articulation though clicking sound was heard at loading. Another device and another cartridge were used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch number: p5660g. Investigation summary: the analysis found that one pcee45a device was returned with no apparent damage and with an ecr45b cartridge loaded on the device. The cartridge was received unfired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.